Event description:
It was reported that a patient enrolled in a clinical study underwent a right total knee arthroplasty on (B)(6) 2007 with unknown product. Subsequently, patient was revised on (B)(6) 2008 due to femoral and tibial loosening. Another revision was performed on (B)(6) 2009 due to infection. Patient was reimplanted on (B)(6) 2011 with biomet product. Patient further underwent a manipulation procedure on (B)(6) 2011 due to arthrofibrosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.